Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter powered off during use around 3am on (B)(6) 2018, and she was unable to obtain a reading. The patient manages her diabetes with lantus and novolog insulins which she self-adjusts. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that 10 minutes later, at 3:10am on (B)(6) 2018, she began ¿sweating and felt unwell¿. She reported that she self-treated her symptoms by drinking coke. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information provided, there was no misuse of the meter. The cca educated the patient on the meter¿s behavior and auto-shutoff but the issue remained unresolved. Based on the information provided, the patient¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating and felt weak, after the meter powered off and she was unable to check her blood glucose level.